Event description:
The customer reported that the system had poor image quality with lines in the image then locked up during a case. The system had to be rebooted and the procedure was completed. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The batteries were replaced. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.